Event description:
It was reported that the external pulse generator (epg) turned off by itself. The user changed to a new battery but the device still sometimes turned on and off. The status of the device is unknown. The event happened before the device was connected to a patient, therefore there was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).